Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements from 79 ohms to 150 ohms. Review of device data confirmed the shock impedances have been increasing since implant. No values were reported to be out of range at this time. Additional information provided from the field indicated an x-ray was taken which showed the electrode had migrated from its original implant position. A 10 joule test shock was delivered which was successfully able to convert the patient. The s-ICD remains in service and there were no additional adverse patient effects were reported.